Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user can't hear well with his ci. If he opened his mouth or turns the head, he cannot hear with the device. The user showed good benefit before. Four weeks ago, the implant area became slightly painful and it's been about two weeks since he has no hearing. The pain was not present if the patient was not wearing the processor. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user can't hear well with his ci. If he opened his mouth or turns the head, he cannot hear with the device. The user showed good benefit before. Four weeks ago, the implant area became slightly painful and it's been about two weeks since he has no hearing. The pain was not present if the patient was not wearing the processor.